Manufacturer narrative:
The pump was returned and evaluated by product analysis on 08/19/2014 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed the up keypad button was intermittently responsive. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, investigation revealed the display screen was dim and discolored. A battery compartment crack was discovered. No moisture ingress issue into the battery compartment and no power issue were observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.